Manufacturer narrative:
System is currently under eval.

Event description:
Customer reported an issue with the dpm central station, which may have affected telemetry monitoring. No pt injury was reported.